Event description:
It was reported that the patient experienced a recurring infection at the deep brain stimulation (dbs) cranial lead site. The patient was to undergo an explant procedure. No further information regarding the infection, devices or procedure have been able to be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: vercise cartesia; upn: unk-m-db-2202-45; model: db-2202-45; serial: n/I; batch: n/I.

Event description:
It was reported that the patient experienced a recurring infection at the deep brain stimulation (dbs) cranial lead site. The patient was to undergo a dbs explant procedure. No further information regarding the infection, devices or procedure has been able to be obtained. Additional information was received that the patient underwent a system explant procedure. The infection was at the lead and lead extension sites. There were no reported complications postoperatively. The devices were not returned as they were retained by the medical facility. Further information regarding this event and the procedure are unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 20572575. Brand name: vercise 8 contact extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7044375. Brand name: vercise 8 contact extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7052109. Brand name: suretek, upn: m365db4600c00, model: db-4600-c0, serial: n/a, batch: 20565259. Brand name: suretek, upn: m365db4600c00, model: db-4600-c0, serial: n/a, batch: 20565480.